Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: is the blade tip being returned for analysis with the device?

Event description:
It was reported that during an unknown procedure, the tip of the blade was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9382l. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch record was reviewed and no anomalies were noted during the manufacturing process.